Event description:
Info received indicates the caster on right foot of the bed is not holding.

Manufacturer narrative:
The tech found the hex rod on the caster was loose and not allowing the brake to set. The tech reset the hex rod and tightened up the bolt to repair the bed.